Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and believed the system continued dosing insulin during hypoglycemia; the user ingested a large amount of carbohydrates, noted a highest glucose of 142 mg/dl and a lowest of 40 mg/dl over about four hours below range, shut down the ilet in the afternoon, and planned to take a small dose of long-acting insulin that night. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no use of backup therapy beyond dietary intake, no ketone testing, no professional intervention, and no hospitalization. Investigation included complaint intake, review of user-reported event details, and troubleshooting and education with the user. Investigation of this case revealed no device alarms or alerts and an unclear cause of hypoglycemia based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.